Event description:
It was reported that they performed a visual inspection. The arctic sun device meets criteria. Functional test failed due to no cooling. Mixing pump was not working. Per follow up information received via email on 27oct2023, device was still in warehouse, awaiting for scrap or repair decision.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they performed a visual inspection. The arctic sun device meets criteria. Functional test failed due to no cooling. Mixing pump was not working. Per follow up information received via email on 27oct2023, device was still in warehouse, awaiting for scrap or repair decision.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. Functional testing was performed and the test failed for the device not cooling. Chiller tank was drained but no water was in the chiller tank, redirecting the issue towards the mixing pump. The arctic sun 5000 was evaluated and the mixing pump was found to have failed during servicing. The device was not cooling. The device was not repaired. The device was left in stock at olen warehouse. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.